Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Triathlon 1/8" drill bit snapped in half while drilling through the tibial template.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon drill bit was reported. The event was confirmed. Device evaluation and results: a visual inspection confirmed the reported fracture. An examination with the material analysis noted that the device fractured due to a torsional overload condition. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other event for this lot. The investigation concluded that the 1/8¿ peg drill fractured due to a torsional overload condition which was determined by the mar team. If additional information becomes available, this investigation will be reopened condition.

Event description:
Triathlon 1/8" drill bit snapped in half while drilling through the tibial template.